Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited an episode of inappropriate high voltage therapy for a supraventricular tachycardia rhythm. Programming changes were suggested but have not yet been made.